Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 340 mg/dl. A manual insulin injection was administered to address bg level prior to arriving at the ER. Customer was treated with saline, and was released from the ER 3 hours later with no permanent damage. Reportedly, the issue was due to the pump battery depleting quickly and the pump subsequently shutting off. Troubleshooting with tandem technical support indicated that the pump battery was depleting as expected based on customer usage and the pump shut off due the pump touchscreen being left on for an extended period of time. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.